Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Philips technical support performed troubleshooting with the customer. The customer verified the test setup and analyzer settings, cycled the oxygen, and found that the oxygen flow test is now in tolerance. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
The customer contacted technical support (ts) stating that unit failed proximal pressure accuracy at 1. The customer reported there was no patient involvement. The event date was not specified; estimate used.